Event description:
Unable to insert rosen wire through the pfa catheter lumen. No patient harm occurred another catheter was opened to finish the case. Manufacturer response for pulsed field ablation device, farawave catheter (per site reporter).